Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump display was abnormal. Customer cannot recall the blood glucose reading .troubleshoot was not performed. The note reads no further details was given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with steady white display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.